Event description:
Complaint record states that when transferring a pt, the sling bar come off from the lift strap and the pt fell back into the chair. No injury alleged. Reference MFR report # 8030916-2013-00019.